Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the host pc failed to bootup. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the host pc hang up. Fse replaced the host pc hard disk, performed ghost restore and epx restore. After the replacement of the host pc hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to bootup. No harm to the patient or user was reported. Philips has started an investigation of this complaint.